Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol was damaged. There was patient contact. The procedure was completed. Additional information was provided indicating that the iol was noticed scratched under magnification after inserted into the eye. The surgeon was not sure if the scratch was outside of the area that would compromise patient's vision so chose to remove the iol. In the surgeon's opinion, the cause of the event is unknown. "Possibly manufacture error or possible loading error". There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two(2) segments in the iol case. Solution is dried on both surfaces of the optic and haptic of both segments. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens was damaged". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics of both segments. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).